Manufacturer narrative:
H.6. Investigation: photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seem to be intact, not broken. None of these causes are related to bd process. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that ultrasafe x100l png clear nvs stein safety device separated before use. The following information was provided by the initial reporter: contacted the patient, she stated the 1st syringe the needle cover and the needle guard fell off the syringe as soon as she took it out of the plastic blister. She stated she was able to administer the medication because the needle was still attached to the syringe.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein safety device separated before use. The following information was provided by the initial reporter: contacted the patient, she stated the 1st syringe the needle cover and the needle guard fell off the syringe as soon as she took it out of the plastic blister. She stated she was able to administer the medication because the needle was still attached to the syringe.